Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the rubber ring in the reservoir was missing. The customer's blood glucose was 7.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.